Event description:
The pt reported that the sound no longer comes on when they are using audio bolus, priming, etc. They went into setup and made sure that audio bolus was on and it was. Pt was instructed to disconnect and to try to prime. No sound was heard.